Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. Technical services advised some programming options and testing options. There were no adverse patient effects. The device remains implanted.